Manufacturer narrative:
Per evaluation findings by the manufacturing site: during the manufacturer's technical inspection, the error description provided by the customer, "error 322 during a case" could be confirmed by inspecting the device and the log files. The log files of the ui500 showed an error message 322 is 9 times and error 323 12 times. This error message refers to a user error, because the unit was switched on with a connected insufflation tube. With the software in use, this is not recognizable for the customer. With the current software, this failure is shown by the unit (remove insufflation tube and restart unit). According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the endoflator showed an error 322 (restart device. A system failure occurred) during a procedure on (B)(6) 2025. No negative impact in state of health reported.